Manufacturer narrative:
Additional information received on october 25, 2023 indicated that the patient left side, rupture was discovered during surgery, manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with a mentor memorygel, 300cc silicone prosthesis experienced left sided symptomatic rupture postoperatively. The issue was diagnosed through physical examination. As a result, patient underwent unilateral replacement with left catalog number: 3507405mc, serial number: (B)(6) on (B)(6) 2023. Note: please see patients other event reported in: manufacturer report number: 1645337-2023-12186.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symptomatic rupture. H6 health effect - clinical code e2402: mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).